Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. Additionally, it was reported that an unspecified malfunction alarm occurred. Reportedly, customer performed a pump reset to resolve the issue prior to contacting tandem technical support to resolve the issue and resume insulin therapy. Customer's blood glucose level was above 200 mg/dl.